Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician used the involved angio-seal device for hemostasis. However, he failed to stop bleeding. Manual compression was applied, and hemostasis was successfully achieved by manual compression. The physician observed that the area around the puncture site turned red; possibly a hematoma. Estimated blood loss was less than 250cc. It was a right femoral artery puncture. There was serious health damage to the patient. There were no other devices or equipment used with the reported product. A week later, according to contrast radiography, dissection was observed. In addition, vessel occlusion was found to be at the central side than the position of the anchor. The blood pressure of the occlusion area was under 50. The anchor and collagen have been remained at the puncture site. The patient has been hospitalized. The patient will have a medical treatment for the occlusion in early september. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown.